Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
Upon pretest, frost was seen developing all the way up the probe shaft. Another pcs-17 probe was opened and tested. This probe frosted also. A pcs-24 probe was used to complete the case.